Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to manufacturer. A final report will be sent once the results have been analyzed. This report is in reference to medwatch (B)(4).

Event description:
Procedure performed: total hip arthroplasty using [competitor] stem and [competitor] cup received via mail the medwatch (B)(4). "In 2016, customer with a displaced femoral neck fracture underwent a left total hip arthroplasty at this facility. The surgeon performed the procedure described in his note as "complex" and requiring the assistance of a certified physician 's assistant to assist with the retraction and other tasks throughout the procedure. Final sponge and needle counts were correct. The customer tolerated the procedure well and was taken to the recovery room in stable condition. There was no mention of any issues with any of the supplies/instruments used during the procedure . A wound protector/retractor was used during the procedure, but was not inspected when removed from the body. This year, this facility was notified by outside facility that during a left hip revision on this patient, there was a retained foreign object (rfo) located-­-small piece of translucent, thick plastic wrap . The plastic wrap measured approximately 2" by 2" . Findings confirmed by their pathology department. The surgeon did disclose to the patient's family that the plastic was not related to the loose implant and had not caused any infection . This surgeon also discussed rfo with surgeon who performed hip initial hip procedure. Both believed the rfo was a piece of the alexis wound protector/retractor, further investigation into the identity of the rfo event at this facility, the surgical team also ruled out supplies, equipment, and the implant as sources for the piece of plastic. The surgical team and surgeon concluded that the rfo was a plastic piece was from the wound proctor/retractor that surgeon uses for hip replacements. Action plan: the surgeon will monitor continued use of the alexis wound protector/retractor ref c8302 for hip replacement procedures. The surgeon prefers this model as it is translucent and allows a clear view of the site and visualization for possible bleeders. It does, however, tear easily. If a wound protector is used for hip replacements, all of the other ortho physicians at this facility use the purple-colored fabric, alexis orthopaedic protector . The wound protection/ retractor device was not part of the surgical count process and was not inspected after removal from the customer ' s body. We will re­-educate all operating room staff on the concept of verifying that all supplies placed in the body are present/inspected for integrity and accounted for. The surgical techs will verify items are intact during the count process. The surgeon has made it part of his practice to inspect the wound protector/retraction device after removal. What was the original intended procedure? : total hip arthroplasty using biomet taperloc stem and g7 cup" patient is a (B)(6) male, not (B)(6). The device is not available for return. Additional information received via email on january 4, 2018 from risk management specialist, at north memorial health: "it is unknown as to this patient's current condition as the patient did not seek medical care for their most recent procedure at our facility. We have no recent records." "The physician who discovered the retained piece of plastic did remove the plastic piece at the time of discovery during the surgical procedure. It was retained in the pathology dept. At that facility per their policy and procedure, and was destroyed when the required retention time period lapsed." Type of intervention: "the physician who discovered the retained piece of plastic did remove the plastic piece at the time of discovery during the surgical procedure." Patient status: anp

Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.